Event description:
It was reported that, during a cardioversion procedure while the patient was laying down under sedation, the programmer screen froze during a ventricular threshold test. The patient is pacemaker-dependent and experienced a period of asystole of approximately ten seconds. Besides the period of asystole, there were no other adverse patient effects reported, and the patient was discharged after the cardioversion procedure was completed. The programmer will be returned for analysis.

Manufacturer narrative:
To date, this device has not been returned to boston scientific; therefore, physical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during a cardioversion procedure while the patient was laying down under sedation, the programmer screen froze during a ventricular threshold test. The patient is pacemaker-dependent and experienced a period of asystole of approximately ten seconds. Besides the period of asystole, there were no other adverse patient effects reported, and the patient was discharged after the cardioversion procedure was completed. The programmer will be returned for analysis.

Event description:
It was reported that, during a cardioversion procedure while the patient was laying down under sedation, the programmer screen froze during a ventricular threshold test. The patient is pacemaker-dependent and experienced a period of asystole of approximately ten seconds. Besides the period of asystole, there were no other adverse patient effects reported, and the patient was discharged after the cardioversion procedure was completed.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device identified chipped glass and ink stains. However, this observed damage does not correlate with the reported clinical observations and are an incidental finding. The programmer was powered on, and it was confirmed the touchscreen was intermittently unresponsive due to not detecting touch inputs. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Additionally, during analysis, a software issue was detected. Similar product behavior has been seen previously and analysis of those occurrences determined this software issue may result when the model 3300 programmer is attempting to perform an action against a specific feature in the programmer's control center (e.g., multiple application utility or mau) that is no longer available as it was already terminated. This can happen when the programmer is shut down or when "quick starting" another pulse generator (pg) application. This unanticipated event sequence results in the display of an error code and requires restarting the programmer to clear the error.